Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed for unexpected restart and force sensor calibration values corrupted. Customer¿s blood glucose was unknown at time of incident. Customer states that they replace the battery and insulin pump starts to counting from 1 to 7. The alarms were alerting repeatedly. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in alarm loop after battery installation, problem isolated to mother board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e21 and a21 alarm, motor error alarm due to e48 alarms. Motor passed motor test.